Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified in the mid-body of the balloon. The blades and tip section of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual and tactile examination found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During the 1st inflation, the balloon ruptured at 5atm after crossing the lesion. The procedure was completed with a 2.75 non-bsc balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During the 1st inflation, the balloon ruptured at 5atm after crossing the lesion. The procedure was completed with a 2.75 non-bsc balloon catheter. No patient complications were reported and the patient's condition was good.